Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Upon microscopic inspection it was found that the glass cap was detached. The level of devitrification could not be determined due to the glass cap not being returned. The hene (helium-neon) test found no breaks along the fiber length. The connector segment verification test confirmed that the cone, segments, and tabs are in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Based on the analysis results of the fiber tip, the device likely experienced inadvertent heavy tissue contact and a decrease in saline flow, causing elevated temperatures that may lead to cap/tip detachment. The reported complaint was confirmed.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber output decreased. The laser stopped working around 100 000 joules. The procedure was completed using another fiber. There were no patient complications reported. Analysis of the returned fiber identified that the glass cap was detached.